Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump alarming blockage was isolated to the dso sensor. Other issues were found and not revealed in report. S129 c181 r119. Device sensor replaced along with other repairs. No DHR findings in device prior to release.

Event description:
Information received a smiths medical cadd ms3 gray slate pump alarming ' blockage." No patient adverse events reported.

Event description:
Information received a smiths medical cadd ms3 gray slate pump alarming ' blockage." No patient adverse events reported. It was further reported that the additional contact information was as follows: cvs contact information: cvsproductsafety@cvshealth.com. The product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to 2645.